Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
The customer's son reported the customer received a reading of 400 mg/dl on her precision xtra blood glucose meter, took an unknown amount of insulin and then within an hour she experienced dizziness and vomiting. The paramedics were called approximately three hours later and tested the customer's blood glucose level and received a reading of 26 mg/dl. The customer was reportedly treated with a "glucose injection" and then transported to a health care facility. However, the reporter did not know or remember the diagnosis and treatment. It was reported the customer was hospitalized with non-stop vomiting and began dialysis when hospitalized. There was no report of death or permanent impairment associated with this event.